Manufacturer narrative:
(B)(4). Batch # n90x7j. The analysis results found that the el5ml device was returned with no damage in the external components. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed eleven conforming clips and one clip with gap. No feeding issues were noted during testing. Upon testing, the jaws open and close without any difficulties. In addition the device locked out as intended. X-ray analysis was performed and no anomalies were noted with the internal components. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a cholecystectomy the device worked as intended and toward the end of the procedure it would not deploy any more clips. The procedure was completed with an alternate like device with no patient consequences reported.